Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2022 and suture was used. During the procedure, the needle separated from suture after first stitch. No parts fell into situs. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what tissue was being approximated/ sutured? Skin. Procedure and event date? (B)(6) 2022. Were x-rays performed to localize the needle? No parts fell into situs. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/5/2022. Additional information: d4, d9, h3, h4, h6. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: two sealed boxes with thirty-six packets each and ten unopened samples of product code 1162h, lot sabaup were returned to ethicon for analysis. During the visual inspection of sampling plan of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no anomalies were observed. Functional test was performed using an instron and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.